Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - alm prc 7501. Based on photographic evidence the headlight label was torn with missing particles and the paint was chipping from fork, spring arm and suspension arm. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: label peeling and paint chipping are probably due to collision or repeated excessive rubbing during cleaning of the device. The use of aggressive cleaning agents may be a contributing factor. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - alm prc 7501. Based on photographic evidence the headlight label was torn with missing particles and the paint was chipping from fork, spring arm and suspension arm. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.